Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015 which performed as expected. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on (B)(6) 2015.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.